Manufacturer narrative:
Device passed the displacement test but failed during prime or a33 test due to loose drive support disk. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirted during priming. Blood glucose was unknown. The insulin pump will not be returned for analysis.